Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a mildly tortuous, mildly calcified, 90% stenosed lesion in the circumflex coronary artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter. A 2.25x28 mm xience alpine stent delivery system (sds) was advanced to a lesion in the marginal branch however; the sds did not cross the ostium of the left circumflex (lcx) artery. The sds was advanced to the lesion again with a 6fr non-abbott guide catheter extension and the sds crossed the ostium of the lcx; however, the sds did not cross the target lesion due to the patient anatomy. Resistance was felt when retracting the sds into the guide catheter extension. The sds and the guide catheter extension were removed as a single unit. It was noted that the proximal stent edge was flared. A non-abbott stent was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.